Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to be deliver one inappropriate anti-tachycardia pacing (atp) bursts and two shocks due to atrial driven rhythms. Technical services (ts) was contacted and upon of the available information ts was not able to determine whether the provided therapy was appropriate or not. The device was noted to be operating as programmed and out of range measurements were not observed. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.